Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.

Event description:
The pt was hospitalized for elevated blood glucose levels and 'diabetic coma." The pt's father also reported that the pump keypad was damaged.